Manufacturer narrative:
The abbott specialist performed technical investigations, revealed that driver managing the results transfer from dms to aliniq ams delays in releasing test results to lis were due to a folder, dedicated to inventory management that was saturated with many files. That specific driver version was designed to receive test results from dms, temporary store received information in the dedicated ram memory cell and then to store part of a patient related information into the aliniq ams database while another part, related to calibration and material, is saved into a dedicated aliniq ams folder in a corresponding file created by driver for each sid. These files are supposed to be cleaned by a dedicated aliniq ams inventory service which was not configured and on that specific workstation because the sysmex instruments that manage hematology on the dms track were not supposed to transmit ¿inventory¿ (calibration) information via the dms and therefore, files were not supposed to be created for the non-abbott sysmex xn instruments. After some years of activity, the files in the specific folders were so many that the system was saturated (deep analysis on the folder revealed that the folder contained over 1 million of files) and file handling like writing and reading was so slow that affected even the driver behavior. Consequently, while the driver was attempting to write into the file system, an overlapping of requests occurred, and test results of a second patient was associated to the previous patient test results. The root cause of the reversal of results between two different patients was confirmed in the accumulation of files due to the missing configuration of the dedicated aliniq ams inventory handler service. The immediate correction performed by the abbott specialist at the same day when the issue was communicated by the customer, was the cancellation of the big number of files from the corresponding system folder to ensure the proper data transmission from dms to aliniq ams. After that, the aliniq ams/dms communication driver was replaced with the latest available version which does not generate inventory data for aliniq ams by writing files to a shared folder. A review of tracking and trending of the aliniq found no additional complaints replated to the complaint issue. Therefore, no trends were identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate instructions to the user about how to close manually a test in aliniq ams. Based on the investigation the aliniq ams is performing as intended, no systemic issue or deficiency of the aliniq ams was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier = sid=(B)(6) and (B)(6).

Event description:
The customer observed incorrect wbc result assigned to one patient by aliniq ams software to lis. The incorrect wbc result 4.32 10e9/l assigned to sid (B)(6) by ams software and auto verified by the lis on (B)(6) 2023. On (B)(6) 2023 after cleaned up ams folder then ams started working on real time, the customer noticed correct wbc result=7.51 10e9/l for sid (B)(6) transmitted to lis. The first wbc results 4.32 10e9/l belongs to sid (B)(6). The correct wbc results for sid (B)(6) =7.51 10e9/l was corrected on (B)(6) 2023. There was no reported impact to patient management.